Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and facial paralysis ("facial palsy") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with placement" and device issue "there was an abnormality on right implant". On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced contact lens intolerance ("I could not longer tolerate contact lenses even just in the day"). In 2016, the patient experienced amenorrhoea ("in (B)(6) 2016, I missed two menstrual cycles"), premature menopause ("suspected early premenopause at 42 years of age") and arthropathy ("blocked joints 5 times in 2016 so that I was unable to get out of the car"). On (B)(6) 2016, the patient experienced uterine enlargement ("uterus had become globular"). On (B)(6) 2016, the patient experienced large intestine polyp ("colonoscopy found two small polyps"). In (B)(6) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypoaesthesia ("feeling of paralysis that extended along left arm, ring finger numb at times"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("chaotic and haemorrhagic menstrual periods"), menstrual disorder ("chaotic and haemorrhagic menstrual periods"), anaemia ("anaemia"), back pain ("lower back pain, recurrent lower back pain especially on left"), fatigue ("very major fatigue"), gastrointestinal motility disorder ("problems with intestinal transit"), constipation ("constipation"), diarrhoea ("bouts of diarrhoea"), abdominal distension ("bloating, swollen abdomen sometimes so bad as to no longer tolerate wearing trousers"), milk allergy ("milk allergy was suspected"), allergy to metals ("allergy tests found allergy to nickel"), haemorrhoids ("acute haemorrhoidal attacks"), dizziness ("dizzy spells more frequent today"), palpitations ("palpitations"), tinnitus ("tinnitus"), ear discomfort ("feeling of plugged ears"), dry eye ("dry eyes"), memory impairment ("frequent memory lapses"), pruritus ("itching"), dry skin ("skin dryness"), eczema ("eczema in elbow creases"), loss of libido ("lack of libido"), contusion ("bruises on the legs as if a vessel had exploded"), cardiovascular disorder ("circulation problem"), sciatica ("sciatica") and neck pain ("neck pain"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, anaemia, uterine enlargement, amenorrhoea, premature menopause, back pain, fatigue, large intestine polyp, gastrointestinal motility disorder, constipation, diarrhoea, abdominal distension, milk allergy, allergy to metals, haemorrhoids, dizziness, palpitations, tinnitus, ear discomfort, dry eye, contact lens intolerance, memory impairment, pruritus, dry skin, eczema, loss of libido, contusion, cardiovascular disorder, arthropathy, sciatica, neck pain, hypothyroidism, facial paralysis and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, amenorrhoea, anaemia, arthropathy, back pain, cardiovascular disorder, constipation, contact lens intolerance, contusion, diarrhoea, dizziness, dry eye, dry skin, ear discomfort, eczema, facial paralysis, fatigue, gastrointestinal motility disorder, haemorrhoids, hypoaesthesia, hypothyroidism, large intestine polyp, loss of libido, memory impairment, menorrhagia, menstrual disorder, milk allergy, neck pain, palpitations, premature menopause, pruritus, sciatica, tinnitus and uterine enlargement with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2016: assessment: abnormal nos, results: uterus had become globular. Colonoscopy: on (B)(6) 2016: assessment: abnormal nos, results: two small polyps. Blood test: in (B)(6) 2017: results: hypothyroidism. Allergy test: on (B)(6) 2017: results: allergy to nickel. Borrelia test: on (B)(6) 2017: results: negative for lyme disease. Ultrasound thyroid: in (B)(6) 2017: results: hypothyroidism. Hysterosalpingogram: on an unknown date: results: no results provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported relevant medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: during a cluster reconciliation, and following confirmation from the local health authorities, (B)(4) (legacy device report number MFR 2951250-2019-00639) was identified as a duplicate of this case. All information from deleted (B)(4) have been transferred to this case. New reporter lawyer added; patient¿s date of birth provided; essure insertion date was updated to (B)(6) 2013 (previously reported as (B)(6) 2013) and removed on (B)(6) 2017; there was an abnormality on right implant was added as event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference numbers: (B)(4)) on 03-apr-2017. The most recent information was received on 28-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), allergy to metals ('allergy tests found allergy to nickel') and facial paralysis ('facial palsy') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with placement" and device issue "there was an abnormality on right implant". The patient's medical history included multigravida and parity 4. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced contact lens intolerance ("I could not longer tolerate contact lenses even just in the day"). In 2016, the patient experienced amenorrhoea ("in summer 2016, I missed two menstrual cycles"), premature menopause ("suspected early premenopause at 42 years of age") and arthropathy ("blocked joints 5 times in 2016 so that I was unable to get out of the car"). On (B)(6) 2016, the patient experienced uterine enlargement ("uterus had become globular"), 3 years after insertion of essure. On (B)(6) 2016, the patient experienced large intestine polyp ("colonoscopy found two small polyps"). In (B)(6) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypoaesthesia ("feeling of paralysis that extended along left arm, ring finger numb at times"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("chaotic and haemorrhagic menstrual periods"), menstrual disorder ("chaotic and haemorrhagic menstrual periods"), anaemia ("anaemia"), back pain ("lower back pain, recurrent lower back pain especially on left"), fatigue ("very major fatigue"), gastrointestinal motility disorder ("problems with intestinal transit"), constipation ("constipation"), diarrhoea ("bouts of diarrhoea"), abdominal distension ("bloating, swollen abdomen sometimes so bad as to no longer tolerate wearing trousers"), milk allergy ("milk allergy was suspected"), haemorrhoids ("acute haemorrhoidal attacks"), dizziness ("dizzy spells more frequent today"), palpitations ("palpitations"), tinnitus ("tinnitus"), ear discomfort ("feeling of plugged ears"), dry eye ("dry eyes"), memory impairment ("frequent memory lapses"), pruritus ("itching"), dry skin ("skin dryness"), eczema ("eczema in elbow creases"), loss of libido ("lack of libido"), contusion ("bruises on the legs as if a vessel had exploded"), cardiovascular disorder ("circulation problem"), sciatica ("sciatica"), neck pain ("neck pain"), adenomyosis ("adenomyosis uteri") and device intolerance ("device intolerance"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl) and surgery (total hysterectomy and bilateral salpingectomy via celioscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, facial paralysis, menorrhagia, menstrual disorder, anaemia, uterine enlargement, amenorrhoea, premature menopause, back pain, fatigue, large intestine polyp, gastrointestinal motility disorder, constipation, diarrhoea, abdominal distension, milk allergy, haemorrhoids, dizziness, palpitations, tinnitus, ear discomfort, dry eye, contact lens intolerance, memory impairment, pruritus, dry skin, eczema, loss of libido, contusion, cardiovascular disorder, arthropathy, sciatica, neck pain, hypothyroidism, hypoaesthesia, adenomyosis and device intolerance outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, amenorrhoea, anaemia, arthropathy, back pain, cardiovascular disorder, constipation, contact lens intolerance, contusion, diarrhoea, dizziness, dry eye, dry skin, ear discomfort, eczema, facial paralysis, fatigue, gastrointestinal motility disorder, haemorrhoids, hypoaesthesia, hypothyroidism, large intestine polyp, loss of libido, memory impairment, menorrhagia, menstrual disorder, milk allergy, neck pain, palpitations, premature menopause, pruritus, sciatica, tinnitus and uterine enlargement with essure. The reporter considered adenomyosis and device intolerance to be related to essure. The reporter commented: procedure report on (B)(6) 2013: uterine cavity had no particularity. On the left, 3 trailing coils were seen. On the right, 5 trailing coils were seen. Implants were in place at the end of the intervention. Postoperative instructions: efficient contraception for 3 months. Procedure report on (B)(6) 2017: total hysterectomy and bilateral salpingectomy via celioscopy due to adenomyosis uteri responsible for anemia due to menometrorrhagia and due to intolerance to essure. Right and left adnexa: healthy tubes and healthy ovaries. At the end of the intervention: clear urine and blood loss estimated < 100 ml. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: allergy to nickel. Blood test - in (B)(6) 2017: hypothyroidism. Borrelia test - on (B)(6) 2017: negative for lyme disease. Colonoscopy - on (B)(6) 2016: two small polyps. Assessment: abnormal nos. Hysterosalpingogram - on an unknown date: no results provided. Ultrasound pelvis - on (B)(6) 2016: uterus had become globular assessment: abnormal nos. Ultrasound thyroid - in (B)(6) 2017: hypothyroidism. X-ray - on (B)(6) 2013: an anomaly on the right implant. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), allergy to metals ("allergy tests found allergy to nickel") and facial paralysis ("facial palsy") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with placement" and device issue "there was an abnormality on right implant". The patient's medical history included multigravida and parity 4. On (B)(6)2013, the patient had essure inserted. In (B)(6), the patient experienced contact lens intolerance ("I could not longer tolerate contact lenses even just in the day"). In (B)(6), the patient experienced amenorrhoea ("in summer (B)(6), I missed two menstrual cycles"), premature menopause ("suspected early premenopause at 42 years of age") and arthropathy ("blocked joints 5 times in (B)(6) so that I was unable to get out of the car"). On (B)(6)2016, the patient experienced uterine enlargement ("uterus had become globular"), 3 years after insertion of essure. On (B)(6)2016, the patient experienced large intestine polyp ("colonoscopy found two small polyps"). In (B)(6) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6)2017, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6)2017, the patient experienced hypoaesthesia ("feeling of paralysis that extended along left arm, ring finger numb at times"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("chaotic and haemorrhagic menstrual periods"), menstrual disorder ("chaotic and haemorrhagic menstrual periods"), anaemia ("anaemia"), back pain ("lower back pain, recurrent lower back pain especially on left"), fatigue ("very major fatigue"), gastrointestinal motility disorder ("problems with intestinal transit"), constipation ("constipation"), diarrhoea ("bouts of diarrhoea"), abdominal distension ("bloating, swollen abdomen sometimes so bad as to no longer tolerate wearing trousers"), milk allergy ("milk allergy was suspected"), haemorrhoids ("acute haemorrhoidal attacks"), dizziness ("dizzy spells more frequent today"), palpitations ("palpitations"), tinnitus ("tinnitus"), ear discomfort ("feeling of plugged ears"), dry eye ("dry eyes"), memory impairment ("frequent memory lapses"), pruritus ("itching"), dry skin ("skin dryness"), eczema ("eczema in elbow creases"), loss of libido ("lack of libido"), contusion ("bruises on the legs as if a vessel had exploded"), cardiovascular disorder ("circulation problem"), sciatica ("sciatica"), neck pain ("neck pain"), adenomyosis ("adenomyosis uteri") and device intolerance ("device intolerance"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl) and surgery (total hysterectomy and bilateral salpingectomy via celioscopy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, allergy to metals, facial paralysis, menorrhagia, menstrual disorder, anaemia, uterine enlargement, amenorrhoea, premature menopause, back pain, fatigue, large intestine polyp, gastrointestinal motility disorder, constipation, diarrhoea, abdominal distension, milk allergy, haemorrhoids, dizziness, palpitations, tinnitus, ear discomfort, dry eye, contact lens intolerance, memory impairment, pruritus, dry skin, eczema, loss of libido, contusion, cardiovascular disorder, arthropathy, sciatica, neck pain, hypothyroidism, hypoaesthesia, adenomyosis and device intolerance outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, amenorrhoea, anaemia, arthropathy, back pain, cardiovascular disorder, constipation, contact lens intolerance, contusion, diarrhoea, dizziness, dry eye, dry skin, ear discomfort, eczema, facial paralysis, fatigue, gastrointestinal motility disorder, haemorrhoids, hypoaesthesia, hypothyroidism, large intestine polyp, loss of libido, memory impairment, menorrhagia, menstrual disorder, milk allergy, neck pain, palpitations, premature menopause, pruritus, sciatica, tinnitus and uterine enlargement with essure. The reporter considered adenomyosis and device intolerance to be related to essure. The reporter commented: procedure report on (B)(6)2013: uterine cavity had no particularity. On the left, 3 trailing coils were seen. On the right, 5 trailing coils were seen. Implants were in place at the end of the intervention. Postoperative instructions: efficient contraception for 3 months. Procedure report on (B)(6)2017: total hysterectomy and bilateral salpingectomy via celioscopy due to adenomyosis uteri responsible for anemia due to menometrorrhagia and due to intolerance to essure. Right and left adnexa: healthy tubes and healthy ovaries. At the end of the intervention: clear urine and blood loss estimated < 100 ml. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: allergy to nickel. Blood test - in (B)(6)2017: hypothyroidism. Borrelia test - on (B)(6)2017: negative for lyme disease. Colonoscopy - on (B)(6)2016: two small polyps assessment: abnormal nos. Hysterosalpingogram - on an unknown date: no results provided. Ultrasound pelvis - on(B)(6) 2016: uterus had become globular assessment: abnormal nos. Ultrasound thyroid - in (B)(6)2017: hypothyroidism. X-ray - on (B)(6)2013: an anomaly on the right implant. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported relevant medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: new information from lawyer via legal department: medical history was provided. Essure insertion and removal details were provided. The event "adenomyosis uteri" and "device intolerance" were added; after internal review, event allergy to metals was upgraded to incident, FDA codes updated no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2017. The most recent information was received on 19-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain"), allergy to metals ("allergy tests found allergy to nickel") and facial paralysis ("facial palsy") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("problems with placement") and device issue ("there was an abnormality on right implant"). The patient had a medical history of visual acuity reduced, dry eyes, tonsillectomy, vitiligo, milk allergy, parity 4 ((27-nov-1990; 16-aug-1992; 4-jun-2009; 03-oct-2011), normal birth.) And multigravida. Previously administered products included: oral contraceptive nos and mirena. As concurrent condition the report mentioned hearing loss. Concomitant products included izalgi (papaver somniferum;paracetamol), paracetamol and thyroxine (levothyroxine sodium). On 30-sep-2013, the patient had essure inserted. In 2014 she experienced contact lens intolerance ("I could not longer tolerate contact lenses even just in the day"). On 10-oct-2016 she experienced uterine enlargement ("uterus had become globular"). On 21-dec-2016 she experienced large intestine polyp ("colonoscopy found two small polyps"). In 2016 she experienced amenorrhoea ("in summer 2016, I missed two menstrual cycles"), premature menopause ("suspected early premenopause at 42 years of age") and arthropathy ("blocked joints 5 times in 2016 so that I was unable to get out of the car"). On 30-jan-2017 she experienced facial paralysis (seriousness criterion medically important). In january 2017 she experienced hypothyroidism ("hypothyroidism"). On 06-feb-2017 she experienced numbness of upper extremities ("feeling of paralysis that extended along left arm, ring finger numb at times"). Essure was removed on 24-apr-2017. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), allergy to metals (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("chaotic and haemorrhagic menstrual periods"), menstrual disorder ("chaotic and haemorrhagic menstrual periods"), anaemia ("anaemia"), back pain ("lower back pain, recurrent lower back pain especially on left"), fatigue ("very major fatigue"), gastrointestinal motility disorder ("problems with intestinal transit"), constipation ("constipation"), diarrhoea ("bouts of diarrhoea"), abdominal distension ("bloating, swollen abdomen sometimes so bad as to no longer tolerate wearing trousers"), milk allergy ("milk allergy was suspected"), haemorrhoids ("acute haemorrhoidal attacks"), dizziness ("dizzy spells more frequent today"), palpitations ("palpitations"), tinnitus ("tinnitus"), ear discomfort ("feeling of plugged ears"), a first episode of dry eye ("dry eyes"), memory impairment ("frequent memory lapses"), pruritus ("itching"), dry skin ("skin dryness"), eczema ("eczema in elbow creases"), loss of libido ("lack of libido"), contusion ("bruises on the legs as if a vessel had exploded"), cardiovascular disorder ("circulation problem"), sciatica ("sciatica"), neck pain ("neck pain"), adenomyosis ("adenomyosis uteri"), device intolerance ("device intolerance"), menometrorrhagia ("menometrorrhagia"), anemia ("anemia"), abdominal pain lower ("pain in the left iliac fossa"), a second episode of dry eye ("dry eyes"), numbness of extremities ("loss of feeling in the left arm") and autoimmune thyroiditis ("(hashimoto's thyroid"). The patient was treated with lutenyl (nomegestrol acetate), exacyl (tranexamic acid) and levothyrox (levothyroxine sodium) as well as surgery (total hysterectomy and bilateral salpingectomy via celioscopy on 24-apr-2017). At the time of the report, the facial paralysis, back pain, fatigue and sciatica had not resolved. The outcomes for abdominal pain, allergy to metals, heavy menstrual bleeding, menstrual disorder, anaemia, uterine enlargement, amenorrhoea, premature menopause, large intestine polyp, gastrointestinal motility disorder, constipation, diarrhoea, abdominal distension, milk allergy, haemorrhoids, dizziness, palpitations, tinnitus, ear discomfort, contact lens intolerance, memory impairment, pruritus, dry skin, eczema, loss of libido, contusion, cardiovascular disorder, arthropathy, neck pain, hypothyroidism, numbness of upper extremities, adenomyosis, device intolerance, menometrorrhagia, anemia, abdominal pain lower, numbness of extremities, autoimmune thyroiditis and the last episode of dry eye were unknown. The reporter considered abdominal pain lower, adenomyosis, anemia, autoimmune thyroiditis, device intolerance, the second episode of dry eye, numbness of extremities and menometrorrhagia to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, back pain, heavy menstrual bleeding, fatigue, anaemia, gastrointestinal motility disorder, abdominal distension, constipation, diarrhoea, haemorrhoids, allergy to metals, dizziness, palpitations, tinnitus, ear discomfort, the first episode of dry eye, contact lens intolerance, memory impairment, pruritus, dry skin, eczema, loss of libido, amenorrhoea, premature menopause, contusion, cardiovascular disorder, menstrual disorder, arthropathy, neck pain, sciatica, uterine enlargement, large intestine polyp, hypothyroidism, facial paralysis, numbness of upper extremities or milk allergy. The reporter commented: procedure report on 30-sep-2013: uterine cavity had no particularity. On the left, 3 trailing coils were seen. On the right, 5 trailing coils were seen. Implants were in place at the end of the intervention. Postoperative instructions: efficient contraception for 3 months. Procedure report on 24-apr-2017: total hysterectomy and bilateral salpingectomy via celioscopy due to adenomyosis uteri responsible for anemia due to menometrorrhagia and due to intolerance to essure. Right and left adnexa: healthy tubes and healthy ovaries. At the end of the intervention: clear urine and blood loss estimated < 100 ml. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on 04-feb-2017: allergy to nickel [blood test] in january 2017: hypothyroidism [borrelia test] on 07-feb-2017: negative for lyme disease [colonoscopy] on 21-dec-2016: two small polyps assessment: abnormal nos [hysterosalpingogram] on 13-feb-2014: tubal passage detected, fully obstructive. Essure well in place. Uterine cavity was normal [ultrasound pelvis] on 10-oct-2016: uterus had become globular assessment: abnormal nos [ultrasound thyroid] in january 2017: hypothyroidism [x-ray] on 10-dec-2013: satisfactory control of the left implant, 90° angulation of the proximal side of the right implant, with no other abnormalities; on 26-dec-2013: an anomaly on the right implant quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 19-oct-2023: plaintiff fact sheet & medical record received. Events menometrorrhagia, dry eyes, abdominal pain lower, anemia, autoimmune thyroiditis, hypoesthesia, were added. Medical history, concomitant drugs, added. Patient & reporter information updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 03-apr-2017. The most recent information was received on 29-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and facial paralysis ("facial palsy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device difficult to use ("problems with placement"). In 2014, the patient experienced contact lens intolerance ("I could not longer tolerate contact lenses even just in the day"). In 2016, the patient experienced oligomenorrhoea ("in summer 2016, I missed two menstrual cycles"), premature menopause ("suspected early premenopause at (B)(6)") and arthropathy ("blocked joints 5 times in 2016 so that I was unable to get out of the car"). On (B)(6) 2016, the patient experienced uterine enlargement ("uterus had become globular"). On (B)(6) 2016, the patient experienced large intestine polyp ("colonoscopy found two small polyps"). In (B)(6) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypoaesthesia ("feeling of paralysis that extended along left arm, ring finger numb at times"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("chaotic and haemorrhagic menstrual periods"), menstrual disorder ("chaotic and haemorrhagic menstrual periods"), anaemia ("anaemia"), back pain ("lower back pain, recurrent lower back pain especially on left"), fatigue ("very major fatigue"), intestinal transit time abnormal ("problems with intestinal transit"), constipation ("constipation"), diarrhoea ("bouts of diarrhoea"), abdominal distension ("bloating, swollen abdomen sometimes so bad as to no longer tolerate wearing trousers"), milk allergy ("milk allergy was suspected"), allergy to metals ("allergy tests found allergy to nickel"), haemorrhoids ("acute haemorrhoidal attacks"), dizziness ("dizzy spells more frequent today"), palpitations ("palpitations"), tinnitus ("tinnitus"), ear discomfort ("feeling of plugged ears"), dry eye ("dry eyes"), memory impairment ("frequent memory lapses"), pruritus ("itching"), dry skin ("skin dryness"), eczema ("eczema in elbow creases"), loss of libido ("lack of libido"), contusion ("bruises on the legs as if a vessel had exploded"), cardiovascular disorder ("circulation problem"), sciatica ("sciatica") and neck pain ("neck pain"). The patient was treated with nomegestrol acetate (lutenyl) and tranexamic acid (exacyl). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, anaemia, uterine enlargement, oligomenorrhoea, premature menopause, device difficult to use, back pain, fatigue, large intestine polyp, intestinal transit time abnormal, constipation, diarrhoea, abdominal distension, milk allergy, allergy to metals, haemorrhoids, dizziness, palpitations, tinnitus, ear discomfort, dry eye, contact lens intolerance, memory impairment, pruritus, dry skin, eczema, loss of libido, contusion, cardiovascular disorder, arthropathy, sciatica, neck pain, hypothyroidism, facial paralysis and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, anaemia, arthropathy, back pain, cardiovascular disorder, constipation, contact lens intolerance, contusion, device difficult to use, diarrhoea, dizziness, dry eye, dry skin, ear discomfort, eczema, facial paralysis, fatigue, haemorrhoids, hypoaesthesia, hypothyroidism, intestinal transit time abnormal, large intestine polyp, loss of libido, memory impairment, menorrhagia, menstrual disorder, milk allergy, neck pain, oligomenorrhoea, palpitations, premature menopause, pruritus, sciatica, tinnitus and uterine enlargement with essure. The reporter commented: on (B)(6) 2017, appointment with gynaecologist, in view of deteriorated status, in particular of uterus, he advised hysterectomy with adnexectomy, which are scheduled for(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: allergy to nickel, blood test - in (B)(6) 2017: hypothyroidism, borrelia test - on (B)(6) 2017: negative for lyme disease, colonoscopy - on (B)(6) 2016: two small polyps (abnormal nos), hysterosalpingogram - on an unknown date: no results provided, ultrasound pelvis - on (B)(6) 2016: uterus had become globular (abnormal nos), ultrasound thyroid - in (B)(6) 2017: hypothyroidism. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-may-2017 for the following meddra preferred term: abdominal pain- analysis in the global safety database 1051 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality safety evaluation of ptc received on 29-may-2017 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported relevant medical events cannot be totally excluded. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and facial paralysis ("facial palsy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device difficult to use ("problems with placement"). In 2014, the patient experienced contact lens intolerance ("I could not longer tolerate contact lenses even just in the day"). In 2016, the patient experienced oligomenorrhoea ("in summer 2016, I missed two menstrual cycles"), premature menopause ("suspected early premenopause at (B)(6)") and arthropathy ("blocked joints 5 times in 2016 so that I was unable to get out of the car"). On (B)(6) 2016, the patient experienced uterine enlargement ("uterus had become globular"). On (B)(6) 2016, the patient experienced large intestine polyp ("colonoscopy found two small polyps"). In (B)(6) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypoaesthesia ("feeling of paralysis that extended along left arm, ring finger numb at times"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("chaotic and haemorrhagic menstrual periods"), menstrual disorder ("chaotic and haemorrhagic menstrual periods"), anaemia ("anaemia"), back pain ("lower back pain, recurrent lower back pain especially on left"), fatigue ("very major fatigue"), intestinal transit time abnormal ("problems with intestinal transit"), constipation ("constipation"), diarrhoea ("bouts of diarrhoea"), abdominal distension ("bloating, swollen abdomen sometimes so bad as to no longer tolerate wearing trousers"), milk allergy ("milk allergy was suspected"), allergy to metals ("allergy tests found allergy to nickel"), haemorrhoids ("acute haemorrhoidal attacks"), dizziness ("dizzy spells more frequent today"), palpitations ("palpitations"), tinnitus ("tinnitus"), ear discomfort ("feeling of plugged ears"), dry eye ("dry eyes"), memory impairment ("frequent memory lapses"), pruritus ("itching"), dry skin ("skin dryness"), eczema ("eczema in elbow creases"), loss of libido ("lack of libido"), contusion ("bruises on the legs as if a vessel had exploded"), cardiovascular disorder ("circulation problem"), sciatica ("sciatica") and neck pain ("neck pain"). The patient was treated with nomegestrol acetate (lutenyl) and tranexamic acid (exactly). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, anaemia, uterine enlargement, oligomenorrhoea, premature menopause, device difficult to use, back pain, fatigue, large intestine polyp, intestinal transit time abnormal, constipation, diarrhoea, abdominal distension, milk allergy, allergy to metals, haemorrhoids, dizziness, palpitations, tinnitus, ear discomfort, dry eye, contact lens intolerance, memory impairment, pruritus, dry skin, eczema, loss of libido, contusion, cardiovascular disorder, arthropathy, sciatica, neck pain, hypothyroidism, facial paralysis and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, anaemia, arthropathy, back pain, cardiovascular disorder, constipation, contact lens intolerance, contusion, device difficult to use, diarrhoea, dizziness, dry eye, dry skin, ear discomfort, eczema, facial paralysis, fatigue, haemorrhoids, hypoaesthesia, hypothyroidism, intestinal transit time abnormal, large intestine polyp, loss of libido, memory impairment, menorrhagia, menstrual disorder, milk allergy, neck pain, oligomenorrhoea, palpitations, premature menopause, pruritus, sciatica, tinnitus and uterine enlargement with essure. The reporter commented: on (B)(6) 2017, appointment with gynaecologist, in view of deteriorated status, in particular of uterus, he advised hysterectomy with adnexectomy, which are scheduled for (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: allergy to nickel. Blood test - in (B)(6) 2017: hypothyroidism. Borrelia test - on (B)(6) 2017: negative for lyme disease. Colonoscopy - on (B)(6) 2016: two small polyps (abnormal nos). Hysterosalpingogram - on an unknown date: no results provided. Ultrasound pelvis - on (B)(6) 2016: uterus had become globular (abnormal nos). Ultrasound thyroid - in (B)(6) 2017: hypothyroidism. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and facial palsy, amongst non-serious events. She is scheduled to have a hysterectomy with adnexectomy in (B)(6) 2017. Abdominal pain is anticipated whereas facial palsy is unanticipated in essure's reference safety information. In this case, consumer reported she experienced several gastrointestinal problems, which could alternatively explain her abdominal pain. However, it is known that abdominal pain may occur after essure insertion. A causal relationship can formally not be excluded. Considering the local, mechanical action of the suspect inserts at fallopian tubes, it is highly unlikely that facial palsy could be related to essure and it was considered unrelated. This case was regarded as incident as a surgical intervention will be required. A product technical analysis is expected. No further information will be available, because health authority does not allow active follow-up.